Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy snare. The snare was placed around the polyp and cautery was applied, but the snare would not conduct current. The connections between the snare, active cord and electrosurgical unit were verified to be secure. The snare was removed and another snare was used to complete the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our eval of the returned device was unable to confirm the report. The snare extends and retracts properly with handle manipulation. During our eval the snare was connected to an ohm meter to check for electrical continuity. The snare passed the continuity test. The snare was then connected to an electrosurgical unit (valley lab with 30/30 cut/coag setting) and current was applied without difficulty. The snare cut and cauterized the sample as intended. The device functions properly and is within the appropriate specifications. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is remote. Conclusions: we were unable to determine a cause for the reported observation because the device functioned as intended. A definitive cause for the reported observation was unable to be determined. Proper application of cautery is dependent, in part, on a secure connection to both the active cord and the electrosurgical unit. It is also dependent upon the condition of the equipment, such as the electrosurgical unit and active cord used with this product. The info provided did not suggest the active cord contributed to the reported observation. The instructions for use direct the user to follow the electrosurgical unit MFR's guidelines for setting prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. If the improper cautery settings were applied, this could have contributed to the reported observation. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test. The functional test includes verification of conductivity using an ohm meter and proper connection to the active cord. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the device functioned as intended and the reported occurrence was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.